Manufacturer narrative:
Correction: additional information indicates the ipg meets or exceeds 75% of its estimated longevity; therefore, this device is no longer considered reportable.

Event description:
Additional information indicates that the ipg meets or exceeds 75% of its expected longevity.

Manufacturer narrative:
Date of event is estimated. Further information requested, but not yet received.

Event description:
It was reported that the patient's ipg had reached end of life. It is unknown if this occurred prematurely. As a result, surgical intervention was undertaken on (B)(6) 2023 wherein the ipg was explanted and replaced to address the issue.